Event description:
It was reorted that the collimator on the 6800 system coned down and the system locked up during a case. The 6800 system had to be rebooted and the procedure was completed. No patient injury was reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The failure could not be duplicated. The system was tested and found to be working as intended and put back into services.